Manufacturer narrative:
The technician indicated that the brake casters were damaged. He replaced the two brake casters to repair the bed.

Event description:
Information received indicates the brake pedal will set but the casters are not locking. Brake not holding.